Event description:
Reporter alleged informaton on the test strip vial used with the blood glucose monitoring device is faded. Reporter stated the numbers on the test strip vial container is faded. A request was made for the return of the suspect device and replacement product was sent.